Event description:
It was reported that this pacemaker system has exhibited pacing inhibition with no asystole. The right ventricular (rv) lead had recorded high out of range pacing impedance measurements and noise. The ra lead has also shown a degradation in performance. Technical services (ts) was consulted and recommended possible solutions. This pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system has exhibited pacing inhibition with no asystole. The right ventricular (rv) lead had recorded high out of range pacing impedance measurements and noise. The ra lead has also shown a degradation in performance. Technical services (ts) was consulted and recommended possible solutions. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker system has exhibited pacing inhibition with no asystole. The right ventricular (rv) lead had recorded high out of range pacing impedance measurements and noise, lead safety switch (lss) was triggered. The ra lead has also shown a degradation in performance and noise, as well as variable within range measurements. Technical services (ts) was consulted and recommended possible solutions. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received and this pacemaker was explanted and replaced due to normal battery depletion. This product has returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker system has exhibited pacing inhibition with no asystole. The right ventricular (rv) lead had recorded high out of range pacing impedance measurements and noise, lead safety switch (lss) was triggered. The ra lead has also shown a degradation in performance and noise, as well as variable within range measurements. Technical services (ts) was consulted and recommended possible solutions. This pacemaker system remains in service. No adverse patient effects were reported.